Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing myopotential oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.